Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer was hospitalized due to high blood glucose readings of 367 mg/dl. It was reported that the customer was feeling nauseous and vomiting. Customer also noticed high ketones and was take to the emergency room with diabetes ketoacidosis. Customer's blood glucose reading at the time of the call was 276 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. High pressure test and self tests were performed and both passed. It was noted that the insulin pump was working as designed.